Manufacturer narrative:
The smiths medical tubing was returned for analysis. There were no obstructions or workmanship defects detected. An accuracy test was performed using the returned tube. The accuracy test returned accurate results and no fault was found with the alarming from the pump due to the tubing nor was the accuracy off. The original complaint could not be replicated during testing. No fault was found with the returned tubing.

Event description:
Information was received indicating that during use of this smiths medical cadd administration set, medication could not be infused, and the pump exhibited upstream occlusion alarm with continuous beep. The reporter also noted that the issue persisted even after switching out multiple pumps. No patient consequences were reported. No adverse effects were reported.